Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the touch frame printed circuit board (pcb), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien ref #: (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator was unresponsive. There was no pt involvement.

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned touchframe printed circuit board (pcb). A visual inspection was conducted, and it was noted that there was areas of contamination evident on the pcb. The functionality tests were performed by using a failure investigation test ventilator, to which unit was attached, as detailed in the 840 ventilator service manual. The unit was powered up normally, and no errors were recorded in the diagnostic logs. Ran calibration, and during extended self-testing (est), the ventilator failed and generated error codes in the diagnostic log. The touchscreen was also intermittently unresponsive. It was later revealed that as a result of the contamination on the pcb, a track was corroded and had become open circuit. The contamination is as a result of fluid ingress originating from cleaning products entering the graphic user interface (gui) housing. This is a known issue, and a design improvement became effective on the (B)(4) 2010. The design improvement eliminated rivet holes along the lower edge on the gui bezel. It eliminated a potential leak path for cleaning products getting onto the touchframe of the pcba. This design improvement also extended the lower edge of the bezel beyond the touchframe pcba so that, if liquid were to migrate past the lower edge of the bezel, there is a much reduced chance of it dripping onto the pcba. The customer reported failure was verified.